Manufacturer narrative:
Block h6: device code a050702 is being used to capture the reportable event of failure to cut. Imdrf code f2301is being used to capture the reportable event of additional device required.

Event description:
(B)(6) 2025 - (B)(6). It was reported to boston scientific corporation that an overstitch suture cinch was used during an endosleeve procedure on (B)(6) 2025. During the procedure, at the end of the suture sequence, the cinch did not close properly, and the suture failed to cut. An additional device was required to cut the suture (non-bsc device), and the cinch was removed from the patient. The suture sequence was redone using a new overstitch device. There were no patient complications.

Event description:
It was reported to boston scientific corporation that an overstitch suture cinch was used during an endosleeve procedure on (B)(6) 2025. During the procedure, at the end of the suture sequence, the cinch did not close properly, and the suture failed to cut. An additional device was required to cut the suture (non-bsc device), and the cinch was removed from the patient. The suture sequence was redone using a new overstitch device. There were no patient complications.

Manufacturer narrative:
Block h6: device code a050702 is being used to capture the reportable event of failure to cut. Imdrf code f2301is being used to capture the reportable event of additional device required. Block h11: the returned overstitch suture cinch was analyzed. A visual inspection was performed. The device was returned with the plug. During the visual inspection it can be observed that the catheter stretched. In addition, it was observed that the handle did not deploy the plug when actuated. Since the stretching of the distal working length did not provide sufficient evidence to explain the failure to cut, it was necessary to section the working length to analyze the internal wire. After this evaluation, a wire break was identified, which directly contributed to the failure to cut. Therefore, it is possible to confirm the reported events of "cinch failure to cut and cinch failure to engage plug and collar". Based on all gathered information, the probable cause selected for these failures is "cause traced to component failure", which indicates that a random failure with a device component contributed to the event. Most likely, procedural factors such as device handling and the technique used by the physician (force applied) may have caused the catheter to stretch, resulting in the identified wire breakage. For this reason, this condition will be classified as an "adverse event related to procedure." For the events of additional device required and prolonged episode of care, it happened during the procedure, and the most probable cause of this reported issue cannot be established due to lack of evidence. For this reason, will be classified as cause not established. For the event of hemorrhage minor this is potential adverse event associated with the use of the device. For this reason, the event is catalogued as "known inherent risk of device" because the reported adverse event known and documented in the labeling (including both short or long term known complications or adverse reactions). It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. There is no evidence the device was improperly used per the instructions for use (IFU), and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information.